Event description:
It was reported that a purge failure alarm on a pump occurred. The field service representative found that the purge failure was due to an empty helium tank. The helium tank was replaced. The pump then passed its functional check and was placed back into service. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "purge failure" is confirmed based on the alarm log files provided. The log files show multiple "purge failure" alarms. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. This will be monitored for any developing trends. This will be monitored for any developing trends.

Event description:
It was reported that a purge failure alarm on a pump occurred. The field service representative found that the purge failure was due to an empty helium tank. The helium tank was replaced. The pump then passed its functional check and was placed back into service. No further information is available.